Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as not washing their hands and scratching at the exit site during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The patient was treated with vancomycin (2g, intraperitoneally in bolus form, frequency not reported) and then vancomycin (1g, intraperitoneally, every five days). The cause of the peritonitis was due to the break in aseptic technique. The patient was discharged from the hospital after three days and was recovering from the event at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional follow up information was received from the consumer. The consumer stated that cause of peritonitis was ¿present in the intestine¿. It was reported that at the time of this report, the patient was fully recovered from peritonitis.